Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, low defibrillation impedance and low pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support (ts) reviewed device session records and ineffective and aborted defibrillation therapy was observed during episode of ventricular fibrillation. Ts alleged the ineffective and aborted shocks were related to the rv lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.